Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currrently. The particle may come from the needle or medication. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer claims that when they try to fill the syringe with medication, there appeared to be something black like plastic or a particle in the syringe.